Event description:
No pump was returned; therefore, the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: biomed reported: patient reported incident: IV pump was infusing a blood product (albumin 25%) and another patient's rn was alerted by family member that "the pump wasn't working." Rn entered the room and noticed that the pump read, "service error." Pump was unable to be restarted and had to be shut off. IV infusion had to be moved to a functioning pump. Technician testing: tapped line set to get the air bubbles out infusion completed without issues on (B)(6) 2025. Incident occurred 3/4/2025. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.